Event description:
An optometrist reported that a pt who had undergone bilateral lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in the right eye at the one day post-op visit. The topical steroid drops were increased and dlk resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).